Event description:
Pump sn (B)(4), (B)(6) 2020 was beeping sporadically during infusion. Pt disconnected pump and switched to backup device. Is the actual device available for investigation? Yes. Did we replace the device? Did the pt have a backup device they were able to switch to? Es. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.